Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired on (B)(6) 2013 due to a stroke. An autopsy was performed, but the results will not be shared with the manufacturer.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The lvad pump was received with the percutaneous lead (lead) cut approximately 12" from the pump housing and the severed portion of the lead was not returned. The sealed inflow conduit and the sealed outflow graft, along with the outflow graft bend relief collar, were returned attached to their respective ports on the pump housing. Prior to disassembly of the pump, both the proximal-side of the inlet stator and the distal-side of the outlet stator revealed evidence of deposition in the pump. Examination of the proximal-side of the inlet tube revealed a tissue-like deposition adhered to the blood-contacting surface. Examination of the lumen of the outflow graft also revealed a tissue-like deposition. These depositions appeared to be the result of poor surface washing, due to a low flow situation or an interruption in flow through the pump. Our evaluation of the blood contacting surfaces of the disassembled pump revealed unstructured, clotted blood extending from the distal-side of the inlet tube/rotor inlet, and into the outflow elbow. The unstructured nature of the clotted blood indicates that it likely formed post-mortem. The pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A full evaluation of the lead could not be performed as the severed section of the lead was not returned; however, examination and electrical continuity testing of the lead extending from the pump housing did not reveal any discontinuities or shorts. The shielding and bionate were examined and no marks or anomalies were found. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. In summary, the findings from our analysis did not identify a device-related cause for the reported event of stroke and patient expiration. No further information is available. The manufacturer is closing its file on this event.